Event description:
The user received a questionable troponin t stat generation 4(tnt) result for one patient sample processed by the modular preanalytic system (mpa). The initial result was 0.652 ng/ml and was reported outside the laboratory. The physician called the laboratory shortly after the report was issued and requested repeat testing. The same tube was used on all three of the cobas 601 analyzers at the site, including the one that was used for the initial testing and the result was <0.010 ng/ml with a data flag. The report was then corrected to reflect the repeat result. There was no treatment done to the patient and the patient was not adversely affected. The tnt reagent lot number was (B)(4) with an expiration date of 01/31/2013. The field service representative was unable to determine a cause. He replaced the syringes seals, all pinch tubings and measuring cells and performed a high voltage adjustment. He deleted all calibrations and initialized a blank cell. He checked all related parts and verified the instrument functioned normally. To verify the analyzer operation, he ran performance testing and the user ran calibration and quality control.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. As all calibration and quality control data was within expectations and the customer specific ranges, a reagent issue was not obvious. It was noted the (B)(4) centrifugation setting of 5 minutes at 3000 was outside the tube manufacturer recommendations. No adverse event reported.